Manufacturer narrative:
Received one (1) used 011-mc330676 ext set w/4-gang stopcock, stopcock, 6 clave mated to one (1) used list #unknown catheter for inspection. The male luer tip was broken off inside of the female luer of the catheter mating device. Tooling marks were observed on the mating device and the male luer, indicative of the pieces being stuck together. The reported complaint can be confirmed. How the components became stuck together and unable to remove is unknown. The probable cause of the male luer breaking is due to an excessive twisting force during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that an ext set w/4-gang stopcock, stopcock, 6 clave¿ clear, was found to be broken during patient use. The following issue was reported by the customer: "we have received a new report from the intensive care unit. The tip broke in the catheter. The incident happened a few hours after the line was put in place. No visible default on the device before use. No cut, no tear and no hole on the device. No medication involved. No bubbles observed, the nurse quickly clamped the central catheter." The status of the product at the time of the event is a few hours after the line was put in place. The product is available for evaluation. There was no patient harm reported.